Event description:
Mentor high profile silicone implants. Right implant rupture/tear with 8 centimeter length tear with gel leak exudes. The silicone within implant with cloudy yellow appearance. Breast tissue was covered with silicone. Faulty medical device. FDA safety report ID # (B)(4).